Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient was being prepped for cardiac surgery when the fiber optic failed. The EKG leads were removed which resulted in the patient not being supported. The console was placed in internal 80 while the EKG leads were re-attached to the patient. A second iab was inserted and fiber optic support was re-established. There was no patient harm or adverse event reported.

Event description:
It was initially reported that during intra-aortic balloon (iab) therapy, the patient was being prepped for cardiac surgery when the fiber optic failed. The EKG leads were removed which resulted in the patient not being supported. The console was placed in internal 80 while the EKG leads were re-attached to the patient. A second iab was inserted and fiber optic support was re-established. There was no patient harm or adverse event reported. Additional information received with returned product indicates that there was an audible fiber optic sensor failure alarm, the insertion type was femoral, the patient's aorta calcification was normal, the provided pressure tubing was utilized, the iab was in use for 17 hours of therapy prior to the reported event occurrence (it was not during prep as previously reported), and the patient was not being moved when the event occurred.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint summary: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Also the inner lumen was occluded with blood and it was unable to be cleared. The extender tubing and sheath was also returned approximately 24.3 cm from the iab tip. Three kinks were observed on the catheter tubing approximately 43.6 cm from the iab tip and 75.9 cm from the iab tip. The inner lumen was observed to be kinked approximately 26.6cm from the iab tip. The optical fiber break was found within the inner lumen kink approximately 26.6cm from the iab tip. The reported events was confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).